Event description:
In 2008, pt last seen about 10 yrs ago. Presents today with deflation of right breast implant and grade ii capsular contracture left (300cc mcghan textured nacl filled to 330cc). On approx a month later, pt underwent removal of failed right breast implant with associated capsulectomy and removal of intact left implant with associated capsulectomy. Placement of 450cc mod and silicone gel implants, and bil lejour mastopexy.